Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen. After further examination of the unit¿s interior, electrical board 1 shows signs of previous moisture presence and corrosion around the battery connectors, and on the connector that connects electrical board 2 to electrical board 1. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the critical pump error. Did not note any cracks in the case, and the reservoir retainer ring is solidly attached to the reservoir tube lip. Did not note anything wrong with the battery cap yet there is rust at the bottom of the battery compartment. .

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display due to exposed to moisture. The customer¿s blood glucose was 185 mg/dl at the time of the incident. Customer states the contacts on the battery cap are neither missing nor damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.